Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows partial view of the guidewire enter inside the introducer needle. The stretched and bent was noted on the distal portion of the guidewire and the core wires was noted to be protruding. Therefore, the investigation is confirmed for the reported guidewire bent, stretched and identified unraveled material issues, and the investigation is inconclusive for the reported fracture issue as the exact circumstance at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that during a port implantation procedure for a patient diagnosed with ductal carcinoma, with access via the right internal jugular vein and port placement on the right chest wall, it was discovered that the guidewire provided in the kit was frayed and unusable. The issue was identified during preparation, and appropriate measures were taken to continue the procedure safely. Additionally, the guidewire was stretched and bent. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, it was reported that during a port implantation procedure for a patient diagnosed with ductal carcinoma, with access via the right internal jugular vein and port placement on the right chest wall, it was discovered that the guidewire provided in the kit was frayed and unusable. The issue was identified during preparation, and appropriate measures were taken to continue the procedure safely. Additionally, the guidewire was stretched and bent. There was no reported patient injury.